Event description:
It was reported that prior to use, the system 98 intra-aortic balloon pump (iabp) had a blank display. While servicing the unit, the getinge field service engineer (fse) found a battery deterioration issue in an unconfined condition that contributed to the blank display. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
A getinge fse returned to the customer's site at a later date and replaced both batteries. The fse confirmed proper function of the iabp unit. A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and was able to reproduce the reported issue. To fix the issue, the fse disconnected the color video receiver cable and when the fse reconnected the cable, the display worked properly. The fse then performed all functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. The customer has been presented with the cost estimate for the battery. Repairs are pending approval. A supplemental report will be submitted if additional information is provided.

Event description:
It was reported that prior to use, the system 98 intra-aortic balloon pump (iabp) had a blank display. While servicing the unit, the getinge field service engineer (fse) found a battery deterioration issue in an unconfined condition that contributed to the blank display. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Corrected fields: h6 (health effect ¿ clinical code,investigation findings, investigation conclusions) additional information: event site postal code: (B)(6). A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. To fix the issue, the fse disconnected color video receiver cable and when the fse reconnected the cable, the display worked properly. As for the deteriorated battery, the fse resolved the issue by replacing the batteries. The fse then performed all functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service.